Event description:
Resident found on r. Side-chariot ambulator tipped over. Resident to emergency room for sutures to upper lip, chin, finger. X-ray of r. Shoulder negative for fx. Exact sequence of events unknown as occurrence not witnessed but it is felt that leg of ambulator got caught on a table leg and caused ambulator to tip overdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other, invalid data. Results of evaluation: telemetry failure, other, environmental factors, invalid data. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: no. Corrective actions: inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.